Event description:
Patient was found with shoulder lodged between siderail and mattress of kinair bed, legs hanging off the bed, but not hitting the ground. Patient had been confused and having frequent loose stools all day. Patient assisted back into bed, assessed, no changes in incisions, vitals signs or mental status.